Event description:
The investigation determined that a higher than expected vitros ammonia (amon) result was obtained from a vitros liquid performance verifier fluid processed using vitros chemistry products amon slides lot 1018-0256-3039 on a vitros 4600 chemistry system. Vitros lpv ii lot v8881 vitros amon result of 255.0 umol/l versus an expected result of 201.2 umol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros amon result was obtained when processing a control fluid. No results were reported out of the laboratory. There was no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
The investigation determined that a higher than expected vitros ammonia (amon) result was obtained from a vitros liquid performance verifier fluid processed using vitros chemistry products amon slides lot 1018-0256-3039 on a vitros 4600 chemistry system. A definitive assignable cause could not be determined. A possible cause of the event is improper protocol as the customer was not properly warming up the vitros lpv fluids and vitros amon slides prior to processing them on the vitros 4600 system. The customer stated that qc results improved after they began following the proper protocol. An instrument related issue could not be confirmed nor ruled out as a contributing factor of the event as historical qc results were imprecise. However, the results of both a pre and post service vitros amon within run precision test were within ortho acceptable guidelines. An ortho fe completed service actions on the instrument which included replacing the evaporation caps and decontaminating the microslide incubator. Continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros amon reagent lot 1018-0256-3039. Email address for contact office is (B)(6).